Event description:
The vascular endo gia stapler was inserted through one of the previous ports and placed across the superior segmental branch and fired. Upon removal of the stapler, the proximal staple line was noted to be incomplete and significant bleeding occurred. There was significant blood loss; however the procedure was completed without further complication. This patient did receive hespan and 3 units of rbcs intraop. Patient was discharged home 10 days post op. The blood loss did not appear to impact the length of stay as patient had other some issues with a chest tube that had some increased drainage, but this resolved by discharge.